Event description:
A customer reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive pump reset instructions and guided the customer through the process. After the pump reset, the cgm error code did not reoccur, and the customer was able to successfully start their sensor session.